Manufacturer narrative:
(B)(4). One agilis nxt introducer was returned for evaluation. The results of the investigation concluded that the reported transparent foreign material was a portion of the jacket liner from the interior of the introducer sheath. Dissection of the sheath revealed that the jacket liner was delaminated and torn. Manufacturing inspection processes include checking for occlusion and ensuring the jacket liner is undamaged. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the damage to the jacket liner is inconclusive.

Event description:
During an atrial fibrillation electrophysiology study, surgery was required to remove foreign material from the heart. An agilis nxt introducer was used during the transseptal puncture and a non-sjm ablation catheter was advanced into the left atrium. An intracardiac echocardiogram then revealed a mass which was suspected to be a thrombus in the left atrium and across the mitral valve. Bilateral carotid artery filters were placed and the patient was transferred to cardiac surgery. Removal of a filamentous plastic material was successful and absence of fragmented material was verified. The patient was recovering well from surgery.